Event description:
An adverse event was reported involving the medical device fb122r - varady varix extractor w/catch 180mm. Specifically it was reported that, during a surgical procedure the medical device fractured and the fragment could not be retrieved from the patient's body. The retained fragment could not be visualized or located using an x-ray. No other consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: b5 - description updated. H6 - codes updated. Investigation results: the complained medical device was not made available for investigation. Therefore, the investigation was based upon event description and review of pictures. The provided picture did not reveal any information regarding the reported deviation. Due to the fact that no lot number was provided, a review of the device history records for the complained medical device is not possible. Even after faithful attempts for retrieval, no further information could be received. Conclusion/preventive measures: due to the lack of information and without the complained medical device being available for investigation, a clear root cause conclusion cannot be drawn. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention.

Event description:
Update: the reported adverse event occurred during a phlebectomy procedure, during which the device broke while in use on the patient's right upper leg.